Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 377645, lot# v013484, implanted: (B)(6) 2007, product type: lead. Product ID: 377645, lot# v012709, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported seeing a poor communication screen on their patient programmer. They were not able to communicate using the recharger and saw a reposition antenna screen. The patient had not felt stimulation since (B)(6) 2015. The patient had charged their device in (B)(6). At some time following a successful recharge in (B)(6) the implantable neurostimulator (ins) shut off. They tried recharging the ins on the same day the therapy shut off and saw poor communication screens on the recharger and programmer. The patient ensured that the antenna was secured and the issues did not resolve. The patient had experienced a return of neuropathy in their arms and neck. No causes or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a worker's compensation representative via a manufacturer representative reported that the patient had been unable to charge their device for two weeks. They were not able to get any signal on their recharger.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported in regards to the patient's inability to recharge, the rep. Met with the patient and it was determined the patient was in overdischarge. A physician mode recharge (pmr) was performed and the power on reset (por) was cleared. Following this the patient was doing fine with good stimulation. When the patient was asked what circumstances led to the implantable neurostimulator (ins) shutting off and their neuropathy returning in their neck/arms they stated they charged fully every month so they weren't sure why it stopped operating. However, the patient met with the rep. In the doctor's office and solved the problem.